Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4): the full lead was returned and no anomalies were found. There was blood on/in the helix mechanism.

Event description:
It was reported that during the implant of the right ventricular lead, the helix extension was inconsistent. R-wave amplitude in the patient would decay from 8-10 mv to 2-3 mv at both the apex and septal wall locations. Impedance and thresholds were good. A different lead was successfully implanted. No patient complications have been reported as a result of this event.